Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery not charging issue prior to use. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the rescue unit was not fully engaged in the cart. The fse reseated the console into the cart. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Updated field- b4 g3, g6, h2, h11 corrected field- h6- investigation findings, medical device ¿ problem code.

Event description:
N/a